Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the instrument didn't work when they unpacked it in the operating room before starting the surgery. They tried several times but they could not pull back the handle to tighten the zip fix. When pushing down the lock mechanism it was possible to pull back the handle. Two instruments have the same issue. There was a delay in the procedure of five minutes. They used a zipfix off label use; the surgeon implemented zipfix implants in the patient and tightened by hand and cut the zipfix with a scissors. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing evaluation was conducted. The report indicates that the investigation of the complained instruments shows that spring stops left and right are bent inwards proximal behind assembled flush. Therefore the hooks from spring stop at proximal end cause a blockage of the implant guide positioned before the spring in resulting that tighten of inserted zip fix implant is not possible. Further investigation for these instruments produced in september 2013 (lot no. 8572596) and july 2013 (lot no. 8483046 ) regarding manufacturing and material documents shows conformity to its specification. No failure in material or manufacturing could be detected. Afterwards and without any further details it is unfortunately not possible to determine the exact cause which lead into the reported failure mode. An unforeseen high mechanical force caused the inwards bent of the spring stops. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.